Event description:
A customer reported that during cataract surgery, a message displayed regarding a loose phaco tip. The tip was tightened, but this did not solve the issue. Subsequently, they replaced the tip, handpiece, and rebooted the system, but still nothing seemed to work. They tried using their back up handpiece, but this could not be recognized. The case was converted to an extracapsular cataract extraction. The pt is reported as doing well postoperatively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).